Manufacturer narrative:
An image was reviewed by a boston scientific quality engineer. In the image is possible to see the device tubing set, however, the reported air bubble could not be confirmed in the photo. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The intellanav stablepoint catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the observed air bubble when unpacking the catheter. No damage was observed that could have contributed to the air bubble. The sterile packaging was not compromised. The device was replaced, and procedure was completed successfully without patent complications. The device is not expected to be returned as it was disposed by site.